Event description:
A (B)(6) male pt called zoll customer support to report that wires were exposed on his electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation the trunk cable connector was damaged. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.